Event description:
It was reported approximately one month post implant right ventricular (rv) lead exhibited high thresholds and had dislodged, falling into the inferior vena cava. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.